Event description:
It was reported that both the top and bottom case halves are cracked and need to be replaced. The rear bolt loop is also broken off. The device was returned to the manufacturer, analyzed, and tested out of specification. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the upper and lower cases were broken, the ring cover and two side bail covers were broken, one side bail was missing and the battery flex and heart lead flex were out of specification.